Event description:
Complainant alleged that while attempting to treat a pt (age and gender unk) the device was unable to analyze. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing, which included testing on a simulator with various rhythms without duplicating the malfunction. Review of the clinical data shows the device did analyze the rhythm correctly and as designed within the limits of the technology available. Therefore the device meets specifications. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.